Event description:
On an unk date, the pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aneurysm. In 2008, the pt had an add'l device implanted to address a proximal type I endoleak. As part of the procedure, a surgical graft was also placed to bypass the great vessels of the aortic arch. No further complications have been reported.

Manufacturer narrative:
A review of the mfg records could not be conducted. No device l/s# is available to conduct a mfg records review. Second procedure to address a type I endoleak.